Manufacturer narrative:
The product device is expected to be returned thus additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization for aneurysm located at the bifurcation in the vertebral artery and posterior inferior cerebellar artery, while detaching an orbit galaxy (640cf0721, lot unknown) using a dcs syringe ii (635-002/96331177, complaint product), leakage of saline was observed between the coil hub and the connector of the syringe. When detachment was attempted, the coil could not be detached. The physician thought that the pressure might not have been applied properly to the coil however both coil hub and syringe were properly connected to each other. The luer lock connector properly fit to the dcs connector and it was compatible with the hub of the dcs system. Then, when the syringe was replaced for a new one (635-002, lot unknown), physician was able to detach the same coil without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The vessel was not calcified however mildly tortuous. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no unintended detachment observed in the aneurysm or in the microcatheter (brand name and type unknown).

Manufacturer narrative:
There was leakage of saline between the connector of the trufill dcs syringe ii (635-002/96331177) and the orbit galaxy (640cf0721, lot unknown) during attempted coil detachment. The same coil was able to be detached without any difficulties when the syringe was replaced for a new syringe (635-002, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The procedure was a coil embolization for an aneurysm located at the bifurcation in the vertebral artery and posterior inferior cerebellar artery with mild tortuosity. The hub of the coil and first syringe were properly connected to each other. The luer lock connector properly fit to the coil hub. It was though that the pressure might not have been applied properly to the coil. The trufill dcs syringe was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Analysis of the returned device was completed by (B)(4). The returned device was received in a plastic bag. The returned device was visually inspected and no defects were noted. The device was connected to a test fixture and functionally tested per procedure. No leakage was noted around the luer lock or any other location of the device. The device was within specification at each pressure zone. A review of the device history records for the complaint lots indicated that the devices were manufactured under normal operating procedures. All final assembly devices were sampled, inspected, and accepted per procedure. Leakage was not confirmed with testing of the returned syringe. The functional testing of the returned device was performed without any difficulty. The device met specification at each pressurization zone with no evidence of leakage. Additionally, (B)(4) current manufacturing controls include 100% testing for leakage (positive pressure and vacuum) after manufacture using ultra high purity nitrogen gas. Devices that pass this test are marked by automation for identification (devices that fail are not marked). The returned device was marked, indicating that the device functioned properly when it left (B)(4) facility. The leakage test is very sensitive and capable of detecting a very minute breech in system. The device met all manufacturing specifications. Although a definitive conclusion cannot be made, based on the report that the concomitant coil system was used and detached using another syringe, it appears that procedural factors related to the connection of the first syringe may have contributed to the event. There was no discrepancy with the returned device; therefore, no corrective actions will be taken at this time.